Event description:
It was reported that the pace/sense portion of this right ventricular (rv) defibrillation lead was surgically abandoned at implant due to an unspecified reason. The shock portion of this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.